Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was over 600 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. Prior to the event, the insulin pump alarmed no delivery. The self, prime, and displacement tests passed. At the time of the report, the insulin pump alarmed motor error. The customer uses quick-set infusion sets. The customer last changed her infusion set on the morning of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.